Manufacturer narrative:
The reported event of interrogation anomaly was confirmed. Interrogation of the device revealed that the device was above the elective replacement indicator when received and the cause of the field event was related to firmware corruption.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for MRI and the implantable cardioverter defibrillator could not be interrogated. ECG showed the device was pacing appropriately on (B)(6) 2021 and had a longevity of 3.8 years. The device was explanted and replaced. The patient was stable.